Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump failed to power on after the battery was fully depleted, despite placement on two separate inductive charging pads that indicated charging, and a replacement device was arranged after troubleshooting did not resolve the issue. Symptoms included no alerts or alarms and no reported changes in blood glucose. Outcomes included provision of replacement supplies and education on shutdown, backup therapy, data sync to the mobile app, and device return. Investigation included customer service troubleshooting and product evaluation planning through device replacement logistics. Investigation of this device was confirmed and revealed a device power failure consistent with a hardware malfunction involving the sleep/wake function and charging/power subsystem, with no evidence of user harm. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical malfunction of the device rendering it unable to wake or start after full battery depletion.